Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon performed original surgery in 2009. Patient acquired an infection. Another surgeon changed the liner and performed an I&d. Left knee.